Event description:
Patient with ventricular assist device (vad) therapy for 20 months, and whose vad course has been complicated by both recurrent gi bleeding and recurrent neurologic events, presented with another episode of gi bleeding in the setting of inr 3.3, requiring 4 units blood transfused. Patient required ICU level of care for a period of time. Capsule study found fresh blood in the cecum and right colon. Colonoscopy revealed 2 non-bleeding angioectasias and a non-bleeding cecal ulcer. Octreotide therapy was initiated this hospitalization. Coumadin therapy was successfully resumed prior to discharge.